Event description:
Vacuum assisted c-section delivery. 33-week gestation infant born with no resp effort-rds and intubated for 3 days. Transverse presentation making it difficult to get a hold on baby. Vacuum extraction inadvertently placed over rt side of head and face. Significant hematoma and ecchymosis rt cheek to rt ear and periorbita/which subsided considerably prior to discharge.